Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received multiple pump error alarms. The customer's blood glucose was 152 mg/dl at the time of incident. The pump errors were not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: insulin pump passed sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, and force sensor test. Unable to complete functional test due to missing retainer. No unexpected pump error alarms noted during testing. Unit functioning properly. Unit received with minor scratched lcd window, faded serial number label, missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.